Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device could not be returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided and the following was observed. Two bent struts outwards at the inflow side. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event was confirmed based on returned imagery. Available information suggests patient factors (tortuosity) and procedural factors (excessive manipulation) likely contributed to the event. As per follow up with field clinical specialist, the degree of tortuosity in patients access vessel was mild. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. Additionally, excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is underway. H3 other text : not returned.

Event description:
As reported by an edwards lifesciences affiliate in france, regarding a 26mm sapien 3 ultra valve, in aortic position by transfemoral approach. During procedure, resistance with the 26mm commander delivery system and 26mm sapien 3 ultra valve through the 14f esheath was observed. The system was stuck in the non-expandable part of the esheath. With high push force, the valve was pushed out of the esheath, in the abdominal aorta. The valve was observed to have one bent strut and the esheath strain relief was pierced by the valve. The system was retrieved. A new kit was used and the valve was implanted successfully. The patient did not suffer any injury.